Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that knife blades are occasionally dull during surgery. Patient impact information is unknown. Additional information is not available for this report.